Event description:
The facility reported a colleague infusion pump malfunction with a damaged battery. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. There was also no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem of a damaged battery was a result of user error.